Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The right ventricular lead exhibited noise. Insulation anomaly was noted. The lead was capped and replaced on (B)(6) 2017. There were no adverse consequences to the patient.